Event description:
It was reported the pt had a lead revision in 2008. The reason for the revision was not provided. Additional info has been requested from the hcp, but was not available as of the date of this report.